Manufacturer narrative:
According to user facility, the ventilator did not passed pre-use check due to damaged air gas module. No service on the ventilator has been requested by the user facility, who use a third party provider for service and repair. No ventilator logs have been provided and no parts have been returned for investigation. No investigation has been possible, therefore the root cause of the reported event has not been determined.

Event description:
It was reported that the ventilator did not passed pre-use check. There was no patient involvement. Manufacturer's ref #: (B)(4).